Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had low battery, replace battery now alarm, power loss alarm and blank display. Customer¿s blood glucose level was unknown. Customer stated that when she got home the screen was blank. Customer stated that she put another battery in and then pump came back on. Troubleshoot was performed for low battery and found power error detected, power loss alarm and replace battery now alarm in the alarm history. Troubleshoot was performed for power loss alarm. Customer had not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer reported while troubleshoot and doing a pump reset customer were unable to turn pump back on. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display return after pump restart. The customer was advised to power loss alarm, active insulin cleared alarm and to complete reservoir and tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.